Manufacturer narrative:
Results of investigation: vyaire fse, arrived on site to evaluate suspect device on (B)(6) 2024. The following information is derived from wo (B)(4). The service technician was able to confirm the reported issue. Replaced gde, ventilated appropriately, yet lines remain yellow, indicating a leak. Vent inop performed est and passed multiple times. Characterization failed, hence the ex-valve should be replaced. D4. UDI# - the device has a date of manufacture of (enter date) and was not subject to UDI requirements. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator has low peep (positive end expiratory pressure) alarm. At this time, there was no information of patient involvement reported from this event.